Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. It was noted that there were large amounts of electromagnetic interference (emi) in the room and the patient had a left ventricular assist device as well. Boston scientific technical services (ts) were consulted and recommended several troubleshooting options. No adverse patient effects were reported.

Event description:
At this time, attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.